Event description:
On (B)(6) 2005, the patient was implanted with two gore® tag® thoracic endoprosthesis to treat a proximal aortic dissection in the descending thoracic aorta. It was reported that images dated (B)(6) 2014, revealed infolding (5.88cm was measured at the sight of infolding) of the gore® tag® device. The patient has excellent distal landing zone and excellent proximal landing zone. There is a probable type iii endoleak. There is no aneurysm sac enlargement and no reintervention is planned at this time.

Manufacturer narrative:
Additional devices implanted and/or related to this event: tg3415/03926276. Patient medications: carisoprodol, citalopram hydrobromide, losartan potassium, metoprolol tartrate, tramadol hcl, warfarin sodium. Results for imaging evaluation are. The gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include endoleak. The review of the manufacturing paperwork verified that these lots met all pre-release specifications.